Manufacturer narrative:
It was noted that high resistance was felt when the device was passed through the introducer and it was reportedly more difficult than expected. The introducer was checked and the procedure continued. The physician also reported that although it was harder than normal to rotate the back end wheel the device did open completely. It was during the retrival of the delivery system it was observed that the device became trapped. After all available bail out techniques were attempted the physician converted to open surgery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for an endovascular treatment of a 50 mm abdominal aortic aneurysm. The patient presented emergently to the hospital. It was reported that during the index procedure, the back end wheel of the delivery system did not work properly. Open conversion was then commenced and it was reported that the endurant ii bifurcate and limb was then explanted. It was stated that there was no issue or malfunction found with the endurant limb. It was reported the endurant bifurcate's delivery system was also difficult to insert through a sentrant sheath's valve due to an unknown reason. As per the physician the cause of the event can not be determined. No additional clinical sequelae were reported and the patient is being monitored. Additional recovery time in hospital was required.